Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined that this product should not have been reported on as it was not involved with the event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 113042, versa-dial 46x18x53 hum head; lot#: unknown. Item#: unknown, unknown comp glenoid; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. H6: component codes: mechanical (g04) - stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery on an unknown date due to an unknown reason using a custom vrs implant. Attempts have been made to obtain additional information. No additional information has been received at this time.